Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6) . Operative report. Assistant: (B)(6) . Preoperative diagnosis: incarcerated ventral incisional hernia. Postoperative diagnosis: same. Operative procedure: laparoscopic ventral incisional hernia repair with mesh. Lysis of adhesions. Anesthesia: general endotracheal. Estimated blood loss: minimal. Drains: no drains placed. Complications: none. Postop condition: stable. Specimens: none. Indications: this is a 41-year-old female who presented to the emergency department with umbilical pain. She ended up having a CT scan that showed a loop of small bowel that was within the hernia defect. We were unable to reduce this and it was subsequently diagnosed as an incarcerated ventral incisional hernia and was recommended for repair. The risks and benefits of this procedure were discussed with the patient, she expressed an understanding and agreed to proceed and the consent form was signed and placed in the chart. Intraoperative findings: included incarcerated loop of small bowel with an approximately 4 x 4 cm fascial defect, as well as multiple adhesions that required about 45 minutes of dissection to free. Operation: ¿the patient was brought to the operating room and placed on the operating table in the supine position. Prior to starting the procedure an appropriate pause was made to identify the patient, procedure and location to establish a neutral zone. The abdomen was then prepped and draped in the usual sterile fashion. A 12 mm incision was then made at the left upper quadrant just inferior to the costal margin and a trocar was inserted using a hasson technique. Once the trocar was inserted the pneumoperitoneum was achieved, the camera was inserted and the abdomen was inspected. There was no damage noted form our trocar insertion. Two 5 mm ports were then placed in the left abdomen under direct visualization. We identified a loop of small bowel incarcerated and a ventral hernia. There were multiple adhesions in this area that required about 45 minutes of dissection. In dissection of the hernia sac, we were able to reduce the loop of small bowel. The bowel was inspected. It all appeared viable. There were no enterotomies made. The fascial edges were then inspected and hemostasis was assured using electrocautery. An appropriately sized gore-tex mesh was inserted into the abdomen and secured at 6 points using gore-tex sutures which were placed using the suture passer. The parameter was then secured using the pro-tacker. The pneumoperitoneum was reduced to 10. The mesh was found to lie in adequate position. The abdomen was again inspected and no bleeding was noted. The two 5 mm ports were removed from the left flank under direct visualization. No bleeding was noted form these ports. The pneumoperitoneum was released and the 12 mm port was then removed. The fascia was closed at the 12 mm port using a vicryl suture and an ethibond suture. Skin was closed at the 3 trocar sites using subcuticular vicryl suture. All of our stab incisions as well as the trocar sites were infiltrated with local anesthetic, and the patient was awakened from anesthesia and taken to the recovery room in satisfactory condition. All needle, instrument and sponge counts were correct at the end of the case. Dr. (B)(6) was scrubbed and present for the entire case.¿ (B)(6) 2006: (B)(6) . Implant sticker. Wound class: 1. Pre-op diagnosis: incarcerated ventral incisional hernia. Operations: laparoscopic repair of incisional hernia with lysis of adhesions. Implants: gore dualmesh® biomaterial. Ref catalogue number: 1dlmc02. Lot batch code: 03665692. W.l. Gore & associates. Autosuture. The records confirm a gore® dualmesh® biomaterial (1dlmc02/03665692) was implanted during the procedure. [Missing records: records of the CT scan showing ¿a loop of small bowel that was within the hernia defect¿ were not provided.] [Missing records: records detailing the allegations of ¿mesh removal, additional surgery¿ were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available. For ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2006, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that an additional procedure occurred whereby the gore device was explanted; however, the explant date was listed as "(B)(6) 2016." It was reported the patient alleges the following injuries: mesh removal, additional surgery. Additional event specific information was not provided.